Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. (B)(4).

Event description:
Title: tension-free vaginal tape stress urinary incontinence treatment: hemorrhagic complication. The study presented a (B)(6)-year-old female patient with a history of two vaginal deliveries who underwent tension-free vaginal tape (tvt) slings for stress urinary incontinence. Following the procedure, the patient developed massive hemorrhage and she underwent two hospital transfers and two interventional radiology embolization to achieve hemostasis. The patient utilized a macroporous, monofilament synthetic mesh gynercare tension-free vaginal tape obturator system. The author stated that the gynercare tvt obturator system is associated with a case of anomalous left obturator artery perforation. Although the tvt secure single incision mini-sling (sis) has been associated with bleeding from the corona mortis (which was not the encountered anomaly), overall, siss have shown less opportunity for injuring pelvic vasculature than the tvt and the outside-in or inside-out tvt-obturator slings.